Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (500mcg/ml) via an implantable pump for unknown indications for use. It was reported that the patient's incision was beginning to open. The patient had no recent falls or issues that could have contributed to the event. The healthcare provider (hcp) was not able to salvage it with antibiotics due to the open incision. Both the pump and catheter were explanted and discarded. The issue was resolved at the time of the report. The patient's weight was asked but unknown. The patient had a medical history of a progressive form of multiple sclerosis and a titanium allergy.